Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 1ml syringe slip tip with bd precisionglide¿ needle came in a damaged package. This occurred on 9 occasions before use. The following information was provided by the initial reporter: tailor threads cannot be torn and ripped.

Event description:
It was reported that bd 1ml syringe slip tip with bd precisionglide¿ needle came in a damaged package. This occurred on 9 occasions before use. The following information was provided by the initial reporter: tailor threads cannot be torn and ripped.

Manufacturer narrative:
H.6. Investigation summary: one photo and ten actual samples were received by our quality team for evaluation. Upon visual inspection it was observed there was damage and a torn top web on the package; therefore the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation the machine vibration caused the product to slip out of the blister pocket or misplaced during the packaging process. At the sealing station, the misplaced product caused a jam and prevented a good seal. The sealing gasket was observed to be damaged during complaint investigation. The sealing gasket was immediately replaced, and line clearance was performed. No rejects were found from the batch, produced parts were verified free from defects which means the nonconformance could have been escapees which was failed to remove by the production technician from the line during line clearance resulting it to flow to subsequent process. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.